Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device was connected to a generator and failed with two "tighten assembly" errors (after which the assembly was tightened) and a "replace instrument" error. The device was disassembled, and the blade was inspected for cracks. The blade was fractured. A review of the device history records supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. The instructions for use state: - avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades.

Event description:
It was reported that the har36 ultrasonic scalpel gave repeated "relax pressure on blade" notification banners. There was no medical intervention, surgical delay, or adverse consequences reported. The procedure was completed successfully.